Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that during the procedure when the thermocool® smart touch® sf bi-directional navigation catheter was opened, it was noticed that there was dust in the bag. That catheter was not used, the procedure was continued using another ablation catheter. The procedure was completed without patient's consequence. An analysis was performed on the pictures that were provided by the customer. According to pictures, a dark spot was observed on the clear plastic of the package. The customer complaint was confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. Upon receiving, the catheter was visually inspected, and it was found a dark foreign material inside to packaging. Per the complaint, the catheter was sent to ftir (fourier transform infrared spectroscopy). The ftir revealed the particle was mainly composed of polymeric material specifically nylon-base material. Presumably, rocker arm component can be pinpointed as the potential source origin. A manufacturing record evaluation was performed for the finished device 30276920m number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. An internal corrective action has been opened to investigate this issue related with rocker arm particles. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was foreign material inside the packaging. It was reported that during the procedure when the thermocool® smart touch® sf bi-directional navigation catheter was opened, it was noticed that there was dust in the bag. That catheter was not used, the procedure was continued using another ablation catheter. The chief technologist of the radiology technician has said, "I do not think that foreign materials are contaminated as a medical device manufacturer. Please report what the contaminants are and future measures." The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The foreign material inside the packaging was assessed as a reportable issue.

Manufacturer narrative:
The biosense webster, inc. Received the catheter for evaluation and noted on january 30, 2020 that it was returned in the condition reported as it was found with a dark colored (unspecified material) visible through the clear plastic of the catheter pouch. The box was received with its lid open. The catheter was pulled out to check for anomalies. The pouch is still intact (never opened). The outer box had been opened. The cellophane covering is still mostly intact apart from the area of the lid where the catheter pouch was pulled out from, by the customer. The foreign material inside the packaging remains assessed as a reportable issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).